Event description:
It was reported that there were coupling issues and that an overdischarge (od) condition was initially suspected on the patient¿s im plantable neurostimulator (ins). The patient stated that their ins battery had been dead for 3 weeks and they were unable to recharge due the ins battery being slightly tilted. A pocket revision was then performed to reposition the ins battery and it was noted that the ins battery was not overdischarged. On follow up, the healthcare professional (hcp) reported that the cause of the issue was not determined and that the patient status was noted as recovered without permanent impairment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) was tilted right after surgery. The patient had difficulty recharging due to the inability to get good coupling. As a result the ins took a very long time to charge and the patient had to lay on top of things to get the ins to lay flat to get eight coupling bars. As a result 5 revisions of the pocket had taken place to correct the issue. It was further reported the incision wouldn't heal, and they had to keep re-opening the incision to debride it. There was no infection present at any point in time. According to the patient at one point the ins almost flipped. Currently the ins was leaning to one side, with one side being deeper than the other. There were no traumas or falls reported. The patient was going to make an appointment to be seen to have the ins site evaluated. It was noted the previous five revisions had been done 2-3 weeks after implant, but the latest one that may be needed hadn't occurred or been scheduled yet. According to the patient they had recovered completely.